Manufacturer narrative:
D10: 300-01-15 - equinoxe, humeral stem primary, press fit 15mm. 300-10-45 - equinoxe replicator plate 4.5mm o/s:sn# (B)(6). 300-20-02 - equinox square torque define screw drive kit:sn# (B)(6). 310-01-53 - equinoxe, humeral head short, 53mm (beta):sn# (B)(6). 620-00-02 - platelet rich plasma kit with spray tips:sn# (B)(6). 620-11-02 - accelerate conc. Sys rep by 620-12-02:sn# (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via clinical study that this patient underwent an initial total shoulder arthroplasty. Over the last 2-3 years, the patient has experienced pain and is now loosening. As a result, they had a revision due to aseptic glenoid loosening. The surgeon revised the replicator plate, torque screw, humeral head, and glenoid. The outcome is considered resolved. No further information available.